Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory inspection of conductor and insulation showed a fracture at approximately 35 centimeters from the is-1 terminal pin. An x-ray was taken which confirmed the fracture. Analysis noted that indents in the outer insulation line up with likely suture sleeve placement.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient had experienced a fall and upon interrogation it was noted that the left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements of greater than 2500 ohms. Lead insulation damage and a lead fracture are the suspected causes, however they were not conclusively identified. The patient underwent a revision procedure where the lv lead was explanted. The crt-d remains in service. No additional adverse patient effects were reported.